Event description:
It was reported that the patients lead had migrated which was confirmed through an x ray. The patient underwent a revision procedure wherein the lead and ipg was replaced. The patient was doing well postoperatively, and all explanted devices were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: (B)(6).